Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Event description:
It was reported that the 2.8x19mm graftmaster covered stent was advanced to treat a perforation in the right coronary artery (rca), but was unable to cross due to the anatomy. Therefore, the graftmaster was removed from the patient and another graftmaster stent was used to complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.